Event description:
Device 1 of 3. Ref MFR. Report: 1627487-2014-02235, 02236. It was reported the pt is not receiving effective stimulation therapy from her scs system. The pt was hospitalized for an unrelated issue. During the hospital stay the pt experienced a negative reaction to the medication, which caused her to have to be restrained by hospital staff. The pt states since the incident her scs system stimulation has been different. An sjm representative met with the pt and attempted to reprogram the pt's system but was unable to resolve the issue. In addition, during the reprogramming attempt the representative observed low impedances. The pt is still in the hospital addressing other medical issues and her scs system will not be addressed at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.